Manufacturer narrative:
Continuation of d10: product ID: tm90t0; lot/serial#: (B)(6); product type: accessory. Product ID: tm90t0; lot/serial#: unknown. Product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0; serial/lot #: (B)(6), ubd: 03-aug-2023; UDI#: (B)(4). H3:tm90t0: (B)(6). The tm90t0 communicator was analyzed on 2026-july-01. Visual observation showed micro-usb charge port was loose. The device failed to power on after 1.5 hours. The battery was a little swollen. The device was scrapped and taken out of service medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the reason for call was patient stated they just got a new communicator because their old one was messing up. The serial number of their old communicator was not specified. The new communicator (serial number (B)(6)) had been charged all day and there was a green light on it, but when they unplug it and try to turn it on, the white light will not come on. The patient tried holding the power button down for 5 minutes, but that did not resolve the issue. At the time of the report, the agent phoned hcit to assist with troubleshooting but the issue was not resolved ((B)(4)). A request was sent to the repair department to replace device. No patient symptom was reported. Additional information was received from a patient. It was reported that the patient clarified the issue had occurred with the old communicator, for which the patient received a new communicator. The old communicator would not come on or flash the blue light or light up when charged. The serial number of the old communicator was unknown. The onset date of the issue with the old communicator was (B)(6) 2026 the patient was not aware of any known factors that may have led or contributed to the issue with the old communicator. The old communicator has already been returned. The replacement communicator had resolved the issue.